Event description:
It was reported that a patient presented in-clinic for an unrelated valve placement procedure. During the procedure, the patient's temporary lead had perforated the patient's heart, leading to cardiac perforation with cardiac tamponade, bleeding, hypotension and pericardial effusion. The pericardial effusion was noted on echocardiogram. These complications required pericardiocentesis to be performed and the intervention procedure was completed successfully. The patient was stable throughout and no additional complications were reported.